Event description:
It was reported there was a warm sensation in or around the ins pocket during recharging. It was also reported the patient had a surgical lead re-position done in (B)(6) 2012. Since then, when the patient charged, they would feel the inside stimulator pocket was hot. Fifteen to twenty minutes into charging, the patient could not continue charging any longer and had to stop. Their site looked red after charging but no blister was noted. It was noted that the site looked good at time of report, no redness nor blister seen. Patient reported when they charge, they hold the recharger and sometimes they lean back on a pillow. They never saw a temperature screen on their recharger. Follow up reported impedances were normal. There was no malfunction seen or cause of issue determined. There were no interventions taken or planned. The patient was doing fine and the representative had not heard back from them. Additional information received reported that the lead was re-positioned in (B)(6) 2012 because stimulation coverage was not in the right area. It was stated that the patient was "doing well."

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Caller reports she had surgical lead re-position done (B)(6) 2012. It was noted that this occurred due to the lead ¿coming out.¿

Manufacturer narrative:
(B)(4). Additional review indicated only the information regarding the lead revision in (B)(6) 2012 pertains to this manufacturer¿s report. All other information involving the ins heating up during recharge pertains to MFR report #3004209178-2013-19583. Any additional information not related to the lead revision in (B)(6) 2012 will be reported MFR report #3004209178-2013-19583.